Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that dexcom g6 continuous glucose monitoring (cgm) readings were not displaying on the ilet, though values appeared on the g6 app. The user had replaced both the transmitter and sensor two hours prior. During the call, readings appeared on the ilet showing 251 mg/dl; a fingerstick verification read 216 mg/dl. The agent confirmed connection restoration and that the ilet¿s corrective algorithm would adjust bg. The highest blood glucose (bg) recorded was 251 mg/dl. Bg was corrected as the g6 cgm reconnected. No symptoms were experienced by the user, and no medical intervention was reported at the time of call.